Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 of 3 fast-fix did not stay in place behind the capsule. The implant was stuck between the capsule and the meniscus and was visible and not stable. The misfired implant was retrieved out of the patient with a grasper. 3 fast-fix reverse curved were used instead as back-up successfully. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 of 3 fast-fix did not stay in place behind the capsule. The implant was stuck between the capsule and the meniscus and was visible and not stable. The misfired 3 implants were retrieved out of the patient with a grasper. 3 fast-fix reverse curved were used instead as back-up successfully. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided images revealed an anchor in the joint space and not behind the meniscus as intended. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.